Manufacturer narrative:
Device evaluated by MFR: the pusher wire and introducer sheath were returned for evaluation; however, the main coil was not returned. The introducer sheath was inspected and no anomalies were noted. The twist lock has been opened. The pusher wire was returned outside of the introducer sheath in good condition. No damages were observed. Microscopic inspection noted a smooth surface on the proximal end of the pusher wire. No issues were noted as well on the interlocking arm. Dimensional inspection of the pusher wire were also within specification.

Event description:
Reportable based on device analysis completed on 14-jun-2019. It was reported that the coil could not be delivered and deployed prematurely in the microcatheter. The target area was located in a moderately tortuous and mildly calcified internal iliac artery. A 2mm x 4cm interlock was selected for an embolization procedure. During procedure, the coil could not be delivered to the target area and subsequently, prematurely deployed inside the microcatheter. The physician was able to remove the coil within the catheter and both devices were removed from the patient's body. The procedure was completed with a different device. No patient complications were reported. However, device analysis noted that the mail coil was not returned.